Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states they received motor error alarm. The customer's blood glucose level was 500mg/dl. The customer would be treating with manual injections. Troubleshoot was conducted. The customer was advised the pump would be replaced and returned for analysis. The customer declined to troubleshoot for the highs.

Manufacturer narrative:
The insulin pump failed displacement test followed by a motor error alarm during rewind due to motor encoder signal out of phase. We were unable to perform functional test including self-test, error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test or due to motor error alarms. We were unable to verify error due to motor error alarms. The insulin pump was received with cracked case at display window corners and battery tube threads. The insulin received with minor scratched lcd window.